Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported a hospitalization for her high blood glucose. Customer's blood glucose was unk. Date of hospitalization was in days (B)(6). The customer stated she was hospitalized for 7 days. She stated that she had high blood glucose from drinking too much orange juice to correct her low blood glucose. The customer reported that the cause of the emergency room visit was from her having an infection and fever. The customer was treated with liquids and IV at the hosp. The customer was also unsure if her basal rates were correct. There was also no significant alarms in the customer's alarm history. No add'l info provided.